Event description:
It was reported that the patient is experiencing difficulty in using his inflatable penile prosthesis(ipp) pump and inflating the device. The patient is troubleshooting with the surgeon. The surgeon sedated the patient and determine that the pump was not performing as expected. The pump will be further investigated after it has been exposed and replaced as deemed necessary. No patient complications were reported.

Manufacturer narrative:
The patient had a surgical procedure to replace the device on (B)(6) 2020. Event date- updated. Describe event or problem - updated.

Event description:
It was reported that the patient was experiencing difficulty in using his inflatable penile prosthesis(ipp) pump and inflating the device. The patient did some troubleshooting with the surgeon. The surgeon sedated the patient and determine that the pump was not performing as expected. The pump was further investigated and was replaced. No patient complications were reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed.

Event description:
It was reported that the patient was experiencing difficulty in using his inflatable penile prosthesis(ipp) pump and inflating the device. The patient did some troubleshooting with the surgeon. The surgeon sedated the patient and determine that the pump was not performing as expected. The pump was further investigated and was replaced. No patient complications were reported.

Event description:
It was reported that the patient is experiencing difficulty in using his inflatable penile prosthesis(ipp) pump and inflating the device. The patient is troubleshooting with the surgeon and may accept educational help from the company representative. The patient will continue trying using the pump and will report on his progress. No patient complications were reported.